Event description:
It was reported the pt experienced pain after a position change. The pt was sweeping and bent down, when she stood back up she had the pain. The pt was unsure if something had happened to the device or if the pain was unrelated back pain. The pt remained at home. Additional info has been requested but was not available on the date of this report.